Event description:
Lap chole- "product would not automatically open when clamping the clips during procedure. The trigger stayed closed. When attempting to place second "stay side" clip on the cystic duct, very difficult to fire and cystic duct tore between the two clips. Surgeon was eventually able to place two or more clips with great difficulty, requiring four firings, as first two firings resulted in incompletely closed clips."

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation and no lot number was provided. In the absence of the subject device, it is difficult to determine the root cause of the incident. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding and closure during manufacturing prior to packaging. This document represents our final report.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.